Event description:
Vascade was used at the end of a diagnostic cardiac catherization procedure for the purpose of closing the femoral artery access site. The device was inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted. At this point it was observed that the black sleeve has separated into 2 pieces. The disc was then collapsed and the device was removed in its entirety. The staff reverted to manual compression and there was no injury to patient.

Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that MFR steps were followed, however based on the observed device malfunction, a MFR detect appears to be the cause.